Event description:
It was reported that after an interventional revascularization procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, during knot advancement to the arterial surface, the knot locked and could not be fully advanced. Leaving the suture in the artery, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed there were two monofilament sutures measuring about 12-1/2 inches and 7 inches long that were returned with the device. There was a tissue like material caught in the suture loop/bight. Although, a knot had been formed, the rail-end of the monofilament suture was broken at the knot. Based on the investigation findings, the knot was delivered properly to the vessel; however, the monofilament suture was broken at the knot and eventually was pulled out from the artery, which is consistent with the condition of the returned monofilament suture, but contradicts the report that the knot was locked and the suture remained in the artery. Since the suture failed to close the vessel and achieve hemostasis, this would result in continued bleeding, which would require an alternative method to achieve hemostasis, such as, the reported manual compression. A suture break may occur if the operator aggressively removes the needle plunger, applies excessive tension to the suture during knot advancement, or by pulling the incorrect end of the suture causing the knot to lock. The needle plunger was deployed resulting in acceptable needle trajectory. Additionally, the needle trajectory of every device is checked twice during manufacturing. Based on the conditions of the returned components, the probable cause for the reported difficulty is related to the operational context in which the device was used. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database also did not reveal any other incidents reported from this lot, suggesting that there were no lot specific product quality deficiency. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.